Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3k0897) egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3k1224) egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3k1227) egiaustnd, egiaustnd endogia ultra univ std stap (lo#p3j0908) sigadaptstnd, sig power sigadaptstnd linear adapter (sn:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic whipple procedure, the posterior aspect of the staple line was poorly formed, and the serosa tore open. The staple line was compromised proximally with the first reload. The surgeon noticed a wider than normal jaw opening after compression. The surgeon tried another reload with a different lot and also noticed a wider than normal jaw opening during testing. The surgeon tried a third reload with a different lot again and with a different adapter but still noticed a wider than normal jaw opening during testing. The surgeon switched to another brand to resolve the issue and complete the case. The surgical time was extended for more than 30 minutes as a a result.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a view of the handle serial number. It was reported that the jaws will not close completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.